Event description:
According to the initial information received, a 6mm amplatzer septal occluder (aso) was successfully placed in a (B)(6) patient on (B)(6) 2012. However, a week later, the superior aspect of the aso was found prolapsed into the left atrium. On (B)(6) 2012, the patient was brought back to the catheterization lab where the aso was percutaneously removed using a 5mm snare; the aso was intact upon removal. A 7mm aso was successfully placed and echo confirmed the device was stable. No adverse patient effects were reported.

Manufacturer narrative:
Correction: the patient's demographics (age, gender, weight) were initially reported incorrectly and have been updated in part a. Device analysis: the aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Manufacturer narrative: one cd with two transthoracic echocardiograms was provided by the customer and reviewed by sjm's medical consultant with the following findings: the first echocardiogram was performed on (B)(6) 2012, during initial closure of atrial septal defect (asd). The second echocardiogram was performed on (B)(6) 2012. The 6 mm aso removal and 7 mm aso placement echocardiogram performed on (B)(6) 2012, was not provided. The (B)(6) 2012, echocardiogram was a detailed evaluation of the asd and of a perimembranous ventricular septal defect (vsd). The asd appeared to be two adjacent defects with thin septal tissue separating them with echocardiographic evidence of right ventricular enlargement. The total atrial septal length ranged from 25 mm in one view to 19 mm in other view. A 6 mm aso was selected based upon the atrial septal length of 19 mm and the cumulative measurement of both atrial defects (5.8 mm). The 6 mm aso appeared well seated after placement and there was no evidence of impingement of atrioventricular (av) valves or other surrounding structures. After the device was released, the upper edge of the right atrial disc seemed to move toward the left atrial side and evidence of some shunting was present. The (B)(6) 2012, echo showed a more pronounced shunt on the superior aspect of the asd and tilting of the right disc into the left atrium. The patient's medical history made her a high risk case hemodynamically in light of the hemodynamically significant asd with echocardiographic evidence of right ventricular enlargement. Also, it is not clear if the 7 mm aso used to replace the 6 mm aso was an adequately sized device and if it was placed in the same defect. Based on the information received, we conclude this was not a device-related event, but more of a procedural or patient anatomical related event.

Manufacturer narrative:
Our investigation is ongoing. When our investigation is complete, a supplemental report will be submitted.